Manufacturer narrative:
Product complaint #: (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Evaluation: five unopened samples of product code j269, lot mpz820 were returned for analysis. During the visual inspection of five samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements and the reported complaint could not be observed. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a robotic hysterectomy on (B)(6) 2019 and suture was used. The needle popped off the suture while putting the needle into the trocar. Additional suture from another lot was used to complete the procedure. There were no patient consequences reported.